Event description:
It was reported that, "dr. (B)(6) said pt had fallen on knee. Pt was a fairly big male. Dr. (B)(6) initially planned on exchanging all bushing, axle, proximal tibia component, and other parts listed above. When getting into the knee he immediately discovered the implant was cracked along the distal lateral condyle. It was cracked all the way across the condyle. Which is when he pulled mrh femur out and replaced it with a distal femoral component. He mentioned multiple times that he has never seen this happen before."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.